Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available.

Event description:
It was reported that the patient had been in the emergency room with hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to 40 mg/dl while wearing the pod for an unknown duration, on the abdomen. Symptoms reported include shaking, brain fog, confusion, sweating, weak and felt like they were about to faint. The patient reported they were treated with intravenous fluids but could not remember the details on the exact treatment provided. The patient was released the same day, on (B)(6) 2026.